Event description:
It was reported that the patient presented in clinic after receiving a patient notifier with an alert for low, out of range high voltage lead impedance. Reprogramming changes were made.

Event description:
New information notes that the lead was capped and replaced.